Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation, some friction was met when the "iron shaft, which is used to protect the distal part" (mandrel) of the stent was removed. The absolute pro stent prematurely, partially deployed. The device was not used and there was no pt involvement.